Event description:
As reported, the patient had an initial right ankle replacement on (B)(6) 2020. The patient complained of pain and had a recalled implant so was revised to competitor devices on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 350-02-04 - talar implant sz 4 rt 6521287, 350-10-04 - ankle sz 4 locking clip 6404301, 350-12-04 - tibial plate fb sz 4 rt 6291544, 350-02-04 - talar implant sz 4 rt 6521287, 351-90-20 - tubercle pin pouch 6406846, 351-90-21 - 3.5" pin pouch 6372675, 351-90-22 - 2.5" pin pouch 6411117, and 351-90-24 - talar trial screw pouch 6535040.